Manufacturer narrative:
An event regarding revision involving a tritanium shell was reported. The event was not confirmed. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: the complaint databases show there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for evaluation and no medical records were provided for review. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Removed a 54 tritanium revision cup and a 36e x 3 neutral liner. Replaced with a competitive product.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Removed a 54 tritanium revision cup and a 36e x 3 neutral liner. Replaced with a competitive product.